Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and found sensor cannula retracted inside sensor. Analysis was unable to confirm if the customer received the sensor in said condition due to customer returned the sensor opened and used. No broken or missing parts found.

Event description:
The customer reported via phone call that the one of the sensor had no electrode. The customer stated that the other sensor was found broken. The customer's blood glucose was unknown at the time of incident. The customer stated that the transmitter was not blinking when it was connected to the sensor. The sensor will be returned for analysis.